Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cause of the erroneous low crem results were the crem stirrer motor. Fse replaced the motor and issue was resolved.

Event description:
The customer reported the unicel dxc 800 pro synchron system generated erroneous low creatinine (crem) results. Customer reported erroneous results were not reported outside of the lab and patient treatment was not changed. Crem calibration and qc recoveries for the day of the event was within the lab established ranges.